Event description:
Pt being given their medications and tube came out of their stomach, end of the tube was jagged. Formal facility was called, they said they did not send attachment which enabled hosp staff to give medications. Dr was notified. Inserted new g-tube.